Event description:
ICU personnel were attempting to perform a synchronized cardioversion on a pt that was also being monitored on a bedside monitor. The device functioned properly for the first two countershocks, however it was reported that after delivering the third countershock, the monitor displayed a flatline and a service indicator. The pt was converted according to the bedside monitor. There were no adverse effects to the pt reported as a result of the alleged malfunction.